Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information provided: can you advise if there were any issues during the initial procedure there were multiple points of bleeding on the staple line, but that is considered normal. Suture ligation was used for hemostasis also, you indicated that in the second procedure, hemostats was provided. Was the staple line over sewn yes, at the bleeding points? Or was another pph device used? No. Hand sewn. How is the patient after the 3rd procedure? Ni.

Event description:
It was reported that after a pph surgery took place on (B)(6), 2012. Sales rep was present. Patient bled on (B)(6), 2012 and was readmitted into ot to stop bleeding. On (B)(6), 2012, patient complained of bleeding and was readmitted again to stop bleeding. Surgeon discovered dehiscence of staple line on examination.